Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted 4 years post implant due to dysphotopsia. Additional information has been requested, but has not been received.

Manufacturer narrative:
The explanted lens was returned to bausch + lomb. Visual inspection found the optic has been cut in half most likely during explant. Functional and dimensional testing could not be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. Based on available information, a root cause for the reported event could not be conclusively determined.

Event description:
It was reported that post bilateral lens implant, the patient developed negative dysphotopsia in both eyes. As a result, both lenses were replaced with different model lenses. Reportedly, the patient is doing well following the bilateral lens exchange. This report is for the left eye.